Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip and missing o-ring noted. The insulin pump had a cracked battery tube threads, minor scratches on lcd window, cracked case at display window corner, cracked lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was damaged. A piece of the reservoir had broken off. The damage was located on the reservoir's rim compartment. The customer's blood glucose level was 96 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.